Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported via an e-mail that the customer requested assistance troubleshooting to determine if there was an issue with the pump. Multiple attempts were made by tandem technical support to perform troubleshooting; however, the customer did not respond. There was no reported impact to the customer's blood glucose level.